Manufacturer narrative:
The device has been received. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturing facility that the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed, the trigger would stay in the run position due to corrosion; run-on was observed. The device was repaired and returned to the customer.

Event description:
It was reported that during service conducted at the manufacturing facility that the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event